Event description:
It was reported that the longest drill bit in screwdriver set is broken. No consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Foreign: poland. Product won't be returned by costumer due to hospital policy. Visual examination of the photograph provided from the hospital shows what appears to be six drill bits within an instrument tray. The longest drill bit visible in the photograph appears to show signs of the shank, which may indicate multiple use of the drill bit. Due to the quality of the photograph, a fracture cannot be confirmed. Item and lot numbers are not visible in the photograph. Review of manufacturing records cannot be performed without product identification. Devices are used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.